Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/30/2020 h.6. Investigation: bd received twenty (20) customer returns and twenty-six (26) extra assembled hemogard shields and stoppers were received for review and analysis. There were three (3) tubes found with loose fitting caps therefore the reported complaint of stopper creep-out is confirmed. Extra lubricant on the stoppers could be a contributor for pushoff. However, due to unknown enviromental conditions after leaving manufacturing, a definitive root cause cannot be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Event description:
It was reported with the use of the bd vacutainer® no additive (z) plus tubes had stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated "the stopper comes out in the automated line." Customer complains that the closures fit too loosely into the tube and they slide off after urine has been poured into the tube and put on their automated line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® no additive (z) plus tubes had stopper creep out, or loose closure. The following information was provided by the initial reporter: the customer stated, "the stopper comes out in the automated line." Customer complains that the closures fit too loosely into the tube, and they slide off after urine has been poured into the tube, and put on their automated line.